Manufacturer narrative:
(B)(4). The clip delivery system was received and investigated. The reported leak was confirmed. Additionally, a tear was noted in the clip introducer. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the leak appears to be related to the observed tear in the silicone valve inside the clip introducer. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the air suspected to be caused by the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat grade 3 to 4 degenerative mitral regurgitation (mr). The cds was inserted into the hemostasis valve of the steerable guide catheter (sgc) when air bubbles were noted in the hemostasis valve. The bubbles were aspirated out and the cds was re-inserted into the sgc hemostasis valve, but the bubbles returned. The cds was suspected to be the cause of the air bubbles and was removed and replaced with a new one. After removal of the first cds, the air bubbles resolved. The same sgc was used with another cds without further incident. The procedure continued with successful implantation of two mitraclips, reducing mr to grade 1 to 2. There was no adverse patient effect or a clinically significant delay in the procedure. There was no additional information provided.